Event description:
It was reported that the customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed. The insulin exited. The high-pressure test passed within specifications. Explained to the customer that the pump is functioning properly. Instructed the customer to monitor bg: explained the customer the two high bg rule; and suggested the customer call back if the problem recurs or if further assistance is needed.